Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy) issue. The reporter alleged that the display was cloudy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with visible evidence of moisture behind the display lens. During testing, the pump powered on to a cloudy display screen. The pump was opened and evidence of moisture contamination was observed inside the pump. Unrelated to the initial complaint, the pump powered on with no audible tone due to internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.